Event description:
A consumer reported they had instances where they felt an increase in stimulation in their arm that had carpal tunnel syndrome when encountering a wheelchair, cellphone, and at a clinic where they changed their medications. It was further reported when the consumer was near a wheelchair and smartphone they felt a current in their left leg when stimulation was off which felt strange but didn't hurt. This issue improved when the distance was increased between the sources. The consumer informed the manufacturer's representative (rep) about this issue who added the rate, but it had worsened since then. There were no traumas or falls reported related to this issue. A follow-up appointment was scheduled for (B)(6) 2016.

Event description:
Additional information received from the consumer reported that they make sure the implant is completely turned off to resolve the feeling of stimulation when it was unexpectedly near the wheelchair. The patient stated that they leave the programmer on the implant longer before they remove it and they could feel the stimulation lowering gradually to where they almost don't feel anything. The patient noted that they would have very slight stimulation but it goes away and they thought they were removing the programmer too soon. The patient reported they had been turning it off and immediately removing the programmer and it had helped a lot to keep it on the implant longer. It was also noted that they had been lowering the amplitude and rate before and now they don't have to with turning it off as they now do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.